Manufacturer narrative:
Unique identifier (UDI) #: not applicable. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The events of bluish discoloration and occlusion are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events.

Event description:
Healthcare professional reported that the day after injection in the "tid-cheek junction" with juvederm ultra, the patient developed a bluish coloration "near the infra neurovascular bundle under the eye." Healthcare professional believes the symptom to be an occlusion. Patient was treated with vitrase and massage. Symptoms have started to resolve but have not completely resolved.